Manufacturer narrative:
The insulin pump received with blank display and constant tone. After disconnecting and reconnecting the electronic assembly unit power up properly. Problem was isolated to electronic assy. The insulin pump was monitored and all buttons functioning properly. No damage to keypad traces noted. Unit also received with minor scratched display window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that the act or esc buttons would not work. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was unable to troubleshoot for audio/beep anomaly because keys would activate to do so.